Event description:
Customer sent a complaint on (B)(6) 2013 informing of condom breakage during intercourse. On (B)(6) 2013 the customer advised he visited the doctor and was informed that he had a male yeast infection (thrush) and was given antibiotics.

Manufacturer narrative:
(B)(4)- (B)(4) is submitting this report on behalf of suretex ltd.